Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: the device was returned for evaluation. No visual damage to the device was observed during inspection. During image testing, the device was connected to the controller and did not display image. During the functional inspection, it was seen that the tip of the camera articulates without any issues, however, this doesn't improve the image condition. No residues were observed in the breakout region of the handle. Electrical testing showed results outside of the expected range, indicating a electrical failure of the camera assembly. The reported events of loss of visualization can be confirmed. Product analysis confirmed that the scope did not show an image as expected. Electrical testing showed results outside of the expected range, indicating a failure of the camera assembly. Based on all gathered information, the probable cause selected for the image failure is cause traced to component failure, which indicates that an electrical failure with a device component, in this case the camera assembly, contributed to the event. The event of procedure cancelled/rescheduled will be addressed as adverse event related to procedure due to the difficulties with scope visualization during the procedure. A risk review performed for the spyscope ds ii device confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the spyscope ds ii device is acceptable. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported to boston scientific corporation that there were three spyscope ds ii access and delivery catheters used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the removal of a large stone, on (B)(6) 2025. During the procedure, the first spyscope reportedly stopped functioning and displayed a grey screen with five blank circles after approximately 10-15 minutes of electrohydraulic lithotripsy (ehl). The second and third spyscopes experienced the same issue after 3-5 minutes of use. Attempts to restore visualization by unplugging and reconnecting the devices were unsuccessful. As a result, the procedure could not be completed and has been rescheduled for a later date. The physician reported that irrigation used during ehl may have damaged the tip of the scope. In addition it was reported the stone was large and the location of the stone made the case complicated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that there were three spyscope ds ii access and delivery catheters used in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the removal of a large stone, on (B)(6) 2025. During the procedure, the first spyscope reportedly stopped functioning and displayed a grey screen with five blank circles after approximately 10-15 minutes of electrohydraulic lithotripsy (ehl). The second and third spyscopes experienced the same issue after 3-5 minutes of use. Attempts to restore visualization by unplugging and reconnecting the devices were unsuccessful. As a result, the procedure could not be completed and has been rescheduled for a later date. The physician reported that irrigation used during ehl may have damaged the tip of the scope. In addition it was reported the stone was large and the location of the stone made the case complicated. There were no patient complications reported as a result of this event.